Manufacturer narrative:
(B)(4). Evaluation summary: the reported condition of a colleague infusion pump with failure code 754 was confirmed during product evaluation. This condition was caused by a defective pmu (pumphead module). The pmu (pumphead module) was replaced to correct the reported condition. This involved a colleague version 1.7 infusion pump with a user interface module master software version 8.11.00.

Event description:
It was reported to baxter (B)(4) that a colleague infusion pump experienced failure code 754 after re-programming the pump. It is unknown in which care area this event occurred. This event may have interrupted delivery. There was no patient involvement; therefore, no patient injury, medical intervention, or adverse reaction is associated with the reported condition. No additional information is available. The user interface module software version of this pump is currently unknown.

Manufacturer narrative:
(B)(4). This device is manufactured for distribution outside of the united states (us); therefore, it does not contain a us 510k number. However, this MDR is being submitted because it is the same as or similar to a product distributed within the us.a request for the return of the device has been made. Should the pump be received by baxter for evaluation, a follow-up report will be filed upon completion of an evaluation or if any additional information becomes available.